Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. Evaluation was unable to confirm the alleged issue-the returned meter passed testing on (B)(6) 2011 with no faults found. Retain test strips were also tested and passed testing with no faults found. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an "ER 2" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient manages her diabetes with metformin pills. The alleged issue began on (B)(6) 2011. The patient continued to take her usual dose of medication. A few days prior to the start of the alleged issue, the patient claimed she felt shaky, sweaty, had blurred vision and was thirsty. The patient confirmed her blood glucose results were reading "high" with the subject meter. On (B)(6) 2011, after the start of the alleged issue, the patient claimed she felt sick, nauseated and weak. The patient went to the emergency room (ER) and obtained a blood glucose result of "over 200 mg/dl" with another device. The patient was administered insulin (type/ amount not specified) as treatment and stated she felt better after. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.